Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported the lead was attempted, but not implanted, due to the patient's anatomy. It was replaced with a new lead. No patient complications have been reported as a result of this event.